Manufacturer narrative:
The sensor was successfully removed on the second attempt on (B)(6) 2020. The high rate of inability to remove sensor is being addressed under (B)(4). No further investigation was found necessary.

Event description:
On december 09th 2020, senseonics was made aware of an adverse event where the physician was not able to remove the sensor on the first attempt but scheduled an emergency appointment at a hospital, roger williams medical center with a surgeon and surgeon was able to remove the sensor the same day.